Event description:
A customer contacted beckman coulter inc. Reported receiving one leaking access wash buffer ii bottle in a box containing four 1950ml bottles. There was no report of injury to patients or end users in association with this event.

Manufacturer narrative:
No additional information was provided for this event.